Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a blank display. The customer's reading was 145 mg/dl. The customer inserted a new battery but the display stayed blank. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to broken solder joint; unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump had cracked reservoir tube lip.